Event description:
Customer claims to have had ear pierced in a retail store with the inverness ear piercing system. The customer was admitted to the hosp with an infection at the piercing site. The infection was treated with a surgical procedure and intravenous antibiotic therapy. The customer was released from the hosp.